Event description:
Patient recently returned to the or for a revision of the patella component following a total knee arthroplasty (tka) which was done in 2009. Patient stated that as he was walking he felt a pulling pain and the component started sticking up.current intraoperative findings: the patellar component was loose and had migrated to the subcutaneous tissue. It was removed and the pegs were found to be broken. The pegs were removed from the patella. There was adequate bone stock to resurface the patella and place a size 41 mm oval patellar component replacement.patient was discharged and is currently receiving physical therapy.